Event description:
A customer reported they received a "replace sensor" message from the adc device. The customer experienced a loss of consciousness and was taken to the hospital. The customer stated they were kept for 12 hours under observation, diagnosed with hypoglycemia, and "was on insulin". Please note the treatment of insulin is inconsistent with the reported diagnosis. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Data was successfully extracted from the returned sensor using approved software. The sensor data was reviewed and signal low error message along with a drop in glucose/temp values were observed, indicating that the user removed the sensor early. Therefore, this issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported they received a "replace sensor" message from the adc device. The customer experienced a loss of consciousness and was taken to the hospital. The customer stated they were kept for 12 hours under observation, diagnosed with hypoglycemia, and "was on insulin". Please note the treatment of insulin is inconsistent with the reported diagnosis. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor kit expiration date is 31 jul 2022. . The medical event associated with this case occurred on (B)(6) 2022 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.